Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a follow-up will be sent. The ultrasonic pusher and ultrasonic sensor were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 67 occurrences of "air-in-line" alarms were identified in the event history log. Any patient injury or medical intervention is unk since these items were found during evaluation of the device. No add'l info is available.